Manufacturer narrative:
Correction: aneurysm sizes were originally reported in millimeters incorrectly. They have been changed to centimeters.

Event description:
There was a 7.12 cm right common iliac aneurysm and 3.0 cm left iliac aneurysm.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of bilateral iliac aneurysms. The patient had a 7.12 mm in diameter right common iliac aneurysm and a 3.0 in the left at the time of the index procedure. It was reported that, approximately two months post index procedure a CT revealed that there was a distal type I endoleak from the endurant ii 16x10x124 right limb in the right external iliac artery. The physician performed an intervention and implanted an endurant iii 16x10x82 limb extension, resolving the event. Per the physician, the cause of the event was due to the patient's anatomy and the right limb should have been extended distally into the right external iliac during the index procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.